Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from a coaguchek xs meter serial number (B)(4). The initial result at 9:07 am was 5.3 inr. The result for a second test on a new finger at 9:28 am was 3.6 inr. He did not report either result. There was no adverse event. The customer stated he did forget to take his coumadin at the regular time of 6pm a few days prior, so he took it in the morning and then took his usual dose at 6pm again that day. The therapeutic range was 2.5-3.5 inr. The patient has no hematocrit issue, no antiphospholipid antibodies, and was not on any direct thrombin inhibitors or heparin. Relevant retention test strips (lot 186865-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. The suspect meter and 1 test strip was received for investigation. The products were tested with a retention meter and master lot strips using two human blood samples from warfarin donors and internal reference meters. Donor inr: 3.3 inr and 2.7 inr. Donor hct: 48% and 52%. Testing results: donor 1: master lot and retention meter / customer strip and meter 3.4 inr/ 3.4 inr. Donor 2: master lot and retention meter / master lot strip and meter 2.7 inr/ 2.6 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.